Event description:
Wolf 5fr rigid forcep broke during use while trying to retrieve a polyp. Operative area had to be searched and irrigated perfusely to locate the tiny forcep pieces. FDA safety report ID# (B)(4).